Event description:
"Powerwand IV catheter was inserted on (B)(6) 2011 without any issues. On (B)(6) 2011, powerwand IV catheter began to leak and line was removed. (B)(4) feels that the nurse that inserted the IV catheter bent the shaft just distal of the strain relief sleeve instead of on the strain relief (i.e...memory bend). No harm to the pt.

Manufacturer narrative:
No failure investigation performed since complaint unit was not returned for evaluation. Review of the complaint unit's device history record did not reveal component/process/test anomalies that would have contributed to the problem reported. No definitive information exists that would lead the company to take corrective action at this time, except to carefully monitor in the future for recurrence of this type of device malfunction.